Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure coils sticking out or visible'), ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in a 29-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. Other product or product use issues identified: device ineffective "contrast passed bilaterally, not occluded fallopian tubes" on (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criterion medically significant) with haemoperitoneum. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. The reporter commented: insertion details: trailing coils: left 2, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure devices appeared in normal location relative to the uterus bilaterally but contrast passed bilaterally. Not occluded fallopian tubes. Laparoscopy - on (B)(6) 2020: postoperative diagnosis: diagnostic laparoscopy, bilateral salpingectomy, evacuation of hemoperitoneum. Surgical findings: left fallopian tube bleeding near proximal end with suspected ectopic tissue noted. Right fallopian tube appears normal. Specimen: bilateral fallopian tubes. Procedure: bilateral tubes visualized, active bleeding noted at left fallopian tube. No essure coils sticking out or visible. The right and left fallopian tube was then removed. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure. Coils sticking out or visible'), ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in an adult female patient who had essure (batch no. A20063) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included hemoperitoneum. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. The reporter commented: trailing coils: left 2 right 4. As per mr- removal details: bilateral tubes visualized, it appeared active bleeding was noted at left fallopian tube. No essure. Coils sticking out or visible the right and left fallopian tube was then removed from the abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the essure devices appeared in normal location relative to the uterus bilaterally but contrast passed bilaterally. Not occluded fallopian tubes.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.